Event description:
Introduction: this is to report a medical issue (rash) I am having using the medical device "dexcom g6 continuous glucose monitoring (cgm)". This in reference to the company located at: (B)(4) USA. I will refer to this medical device as the "g6 sensor" going forward. I've been a user of the g6 sensor for more than three (3) years, which is used for the treatment of type 1 diabetes. Recently, I have had a very bad rash under the tape adhesive for the sensor. Issue summary: the rash has caused bumps outlining the sensor tape exactly with no bumps or redness outside of where the g6 sensor tape lies on my skin. The bumps are red, raised, very itchy and also painful to the touch. This has happened three times with the latest batch of g6 sensors that I have received. It has been approximately 3 weeks since the first rash occurred and it has slowly healed but the skin is reddish, raised to the touch, and itchy. Issue workaround I have stopped using the g6 sensor despite relying upon it for my diabetes health because the rash is too bad to continue. Prior history I have never had symptoms like this before using the g6 sensor or the previous model, the g5 sensor, which I used for several years prior to using the g6. I have used many other diabetes treatments requiring similar tape adhesives without this issue for more than 20 years. I have also used a different cgm system by medtronic/minimed without that issue. I have also used various insulin pumps by medtronic/minimed and by tandem diabetes without that issue. I have used insulin pumps for more than 20 years (which also require tape adhesives) without ever having this kind of issue that I am currently having with the dexcom continuous glucose monitoring (cgm) sensor tape adhesive. I recently discovered (via my own research online) that dexcom website (dexcom.com) has started offering "overpatches" free of charge. I imagine this is to help address these types of issues. However, the dexcom online form to order them has been down for several days and returns an error message when I attempt to place an order. And it does not allow me to actually place an order. Following the instructions in their error message, I have reported this issue to their technical support using the dexcom website but I have not heard back from them, except for an automated email saying that they have opened a ticket. I do not feel this is a user data-entry issue as I work professionally in full-stack web development using angular, bootstrap, jquery, which their site also uses. FDA safety report ID# (B)(4).